Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered errors c-82 and c-83 on the erbe generator. Troubleshooting was performed through a power cycle; however, the issue persisted. The procedure was completed with a third-party generator with no harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse replaced the faulty generator. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. An RMA has been issued to the customer requesting to have the replaced generator returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The integrated electrosurgical unit (iesu) generator was analyzed and the reported failure was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.